Event description:
It was reported that the pump exhibited a cassette not attached alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. The device was visually and functionally tested and the customer reported issue was confirmed. The cause of the issue was that the latch sensor was not working. The latch sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.